Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure a farawave catheter was used. After the catheter was test deployed with the guidewire inserted and then advanced into the body several ablation applications were made. The guidewire became stuck in the catheter and could not be pulled out. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The returned farawave catheter as analyzed, passed all tests performed, and exhibited normal device characteristics. Upon device return and inspection, no outer abnormalities were observed. The catheter returned with a guidewire inserted. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The reported event was not confirmed.

Event description:
It was reported that the guidewire became stuck in the catheter. During a pulse field ablation (pfa) procedure a farawave catheter was used. After the catheter was test deployed with the guidewire inserted and then advanced into the body several ablation applications were made. The guidewire became stuck in the catheter and could not be pulled out. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.